Manufacturer narrative:
The device was returned to olympus for evaluation. The image artifact was found to be due to poor contact of the liquid crystal display (lcd) panel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the monitor had vertical stripes. The issue was found during the middle of a diagnostic colonoscopy procedure that was completed with the same device without delay. The patient was sedated; however, there was no patient harm. The device was returned for evaluation. During the device evaluation, there was no image and green stripe on the display. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the issue of the image issue occurred from a failure in the liquid crystal display panel. Olympus will continue to monitor field performance for this device.